Event description:
The complainant contacted leica biosystems on 08 august 2022, and the following complaint information was documented: "overprocessed tissue caller reporting error from density meter on friday described issue with processing on thursday evening run. Both retorts running started on delay about 5pm thursday (B)(6), 4 hour program ending at 11:30 (B)(6), biopsies of many types of tissue. Customer then changed all reagents except wax. Continuing to use unit now." The complainant further advised that the affected patient tissue samples were derived from two (2) "4 hour" protocols started in both retort a and b at "5pm, thursday (B)(6), 2022" and completed at "11:30, same date". On (B)(6) 2022, a leica sr. Applications specialist-core histology, (carolinas & tennessee) (fas) visited the customer site to obtain further information surrounding the circumstances of the event. The fas documented that the affected patient tissue samples were "breast biopsy"; the tissue artefact was "underprocessed" and the "pathologist would not allow the tissue to be reprocessed". The size(s) of the affected patient tissue samples was not provided. During the onsite visit, the fas also documented that multiple errors, which included a "density reading issue on bottle #12 (had been recently changed) and a drain time out error on bottle #3", were recorded in the instrument logs for a tissue processing run started 15:14:23 on (B)(6) 2022; the customer abandoned this tissue processing run and re-started in retort a at 07:22am on (B)(6) 2022 with the user editing the protocol to begin in the first xylene step." On (B)(6) 2022, leica biosystems melbourne received information from the assigned leica sr. Applications specialist-core histology, (carolinas & tennessee) that one (1) patient case involved in this event was not able to be diagnosed; re-biopsy of the affected patient case had been recommended, but not yet performed and the complainant was unwilling to provide an identifier, age or date of birth and gender for the affected patient case.

Manufacturer narrative:
Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer (fse) was not dispatched to assess the operation and function of the instrument in association with this complaint. Manufacturer evaluation of the instrument logs and the information available indicates that the instrument functioned as designed during execution of the "[4-hour]" protocols started in retort a at 16:58pm on (B)(6) 2022 and in retort b at 16:59pm on (B)(6) 2022, from which sub-optimal processing of patient tissue samples was reported by the complainant when notifying leica biosystems of this adverse event. The root cause of the sub-optimal processing of patient tissue samples from these tissue processing runs could not be established from the information available. Although not reported by the complainant, manufacturer evaluation of the information available identified that the quality of processing of patient tissue samples in 20 cassettes from a single instance edited "[4-hour]" protocol created by a user would have been sub-optimal due to a use error related to the configuration of this protocol. Specifically, a "[4-hour]" protocol started in retort b at 15:14pm on (B)(6) 2022 comprising 20 cassettes, failed at 23:39pm on (B)(6) 2022 at the completion of step 2 of 12, which was the first dehydration of six (6) dehydration steps in association with the generation of event code "230" indicating a "drain timeout", with the following information displayed to the user: "protocol [4-hour] failed check other events for cause. Ethanol (67.0%) remains in retort b." Accordingly, dehydration of the patient tissue samples in the 20 cassettes was incomplete. A user subsequently created a single instance edited "[4-hour]" protocol, which was set as a validated protocol by a user with supervisor level access. Section 4.2.2 of the leica histocore peloris 3 tissue processor user manual entitled <editing protocols> details that: "only supervisors can edit protocols...by default, a changed protocol is not a valid protocol. The laboratory will need to validate it before clinical use." This user created single instance edited protocol comprised three (3) clearing steps and two (2) wax infiltration steps, and was used to continue processing the patient tissue samples from the failed protocol. This protocol was started in retort a at 07:22am on (B)(6) 2022 and completed successfully at 09:28 am on (B)(6) 2022. As the "[4-hour]" protocol started in retort b at 15:14pm on 05 august 2022 failed with the patient tissue samples in 67.0% ethanol and the minimum ethanol concentration required for the final dehydration step in a tissue processing run is 98%, this regimen was not appropriate for continuing the processing of the affected patient tissue samples. The user did not include any dehydration steps in the single instance edited "[4-hour]" protocol. These steps were required to complete dehydration of the patient tissue samples from the failed protocol before progressing to the clearing and wax infiltration steps. Due to the use error when creating the single instance edited "[4-hour]" protocol, water would have remained in the patient tissue samples being processed, which could not be displaced in subsequent processing steps, and would also have resulted in the contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal processing of patient tissue samples.